Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Medwatch report: mw5151799. It was reported that patient experienced a shocking sensation while undergoing an MRI despite the ipg was put into MRI mode. The MRI was not completed due to device compatibility issues. Initial reporter elected not to be identified.